Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range right ventricular (rv) pacing lead impedance measurements measuring, less than 200 ohms. Technical services noted that impedance have been low oor over the past year but has been ongoing since (B)(6) 2022. Ts discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range right ventricular (rv) pacing lead impedance measurements measuring, less than 200 ohms. Technical services noted that impedance have been low oor over the past year but has been ongoing since 2022. Ts discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.